Event description:
It was reported that the tip of the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: the doctor broke 6 phoenix drill bits in 1 hip arthroscopy case addressing a chondral defect on the acetabular rim. After 2-3 passes, the drill would snap at the distal end of the drill where the clear plastic sheath is, leaving the 3cm drill tip stuck in bone. We used a stryker f1 drill and system 8 drill, same result. Multiple lot #s and phoenix guides were used as well. The doctor does about 10 hip scopes a week and uses phoenix every single case for the last 6-7 years. He has noticed the past few weeks that drills are breaking much quicker. He believes there has been a change in manufacturing or materials to make these drills. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) interfacing issues between drill bit and guide (guide out of specification), 3) skiving of the drill bit on bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.